Event description:
Health professional reported the returned device was explanted, due to an alleged port leak.

Manufacturer narrative:
Taper ii. Analysis showed brittleness and an unidentified opening with leakage on the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). Add'l analysis showed the band tubing was also broken with striations consistent with surgical removal of the device. The damaged port septum had pulled material and evidence of coring likely to have been caused by the use of a coring needle. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."